Event description:
While treating a pt, the oscillatory pressure (delta-p) on the model 3100a dropped from 18 to 2 cmh2o causing the 3100a to alarm. The pt was placed on another 3100a without compromise.